Event description:
It was reported that the liner impactor is fractured.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. It is unknown when or how this impactor was damaged. The instrument is fractured within the connection. The crack most likely originated near the location where impingement occurs with the locking pin of the offset impactor. The locking pin impinges both sides of the flange on the connection feature and both sides were fractured away in the same manner. The impaction surface is gouged, indicating misuse by impacting against a shell. The adapter is only intended to be used with xlpe liners. Fracture can occur for a variety of reasons, including: secondary damage from handling leading to stress concentration. Repetitive autoclave cycles leading to reduction in material strength. Aggressive cleaning agents not approved for this device (b+) leading to a material strength degradation. Thermal/autoclave cycling leading to pre-cracks in the rim radius region. Sharp edge present within the connection geometry leading to increased stress in the root; and/or excessive impact forces used on the device. A definitive cause for fracture cannot be determined at this time. Device history records indicate all components were manufactured and inspected to specification. Dimensional analysis found the part to be within specification where measured. No manufacturing abnormalities could be detected.